Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, that their receiver display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available.